Event description:
Plate was implanted on 2/19/1999 for a wrist fracture of the right radius and ulna, mid disphyseal level. Patient felt a snap and heard a pop about one week post implantation. X-rays on 2/28/99 showed broken ulnar plate at level of screw (mild portion). Place was removed on 3/2/99.